Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer prior to use that cardiosave intra-aortic balloon pump (iabp) had electrical issues, crest short in the room. When plugging the pump into the outlet in the cath lab it would trip the rooms leakage isolation breaker. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. The (fse) reported blood contamination was found to the executive processor board. The executive processor pcba and the upper panel was replaced, the chassis and lower panel were cleaned of blood. A missing blood pressure adapter cable and printer paper was also replaced. The device passed all electrical safety tests.